Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted itself while they were trying to set up dual displays. Technical service (ts) had the customer disconnect the second display, power on the unit and then exit the cns software and go the windows side. Ts then had the customer connect the second display while in windows and then checked the resolution settings to make sure it was correct. Ts had the customer add in the resolution and then apply to the second display. The cns is now able to use 2 displays. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) rebooted itself while they were trying to set up dual displays.